Event description:
It was reported that when the junior doctor in ICU inserted the cvc into the male patient's left subclavian vein, difficulty was encountered with the procedure. As a result, the swg became bent/kinked, so the doctor then maneuvered the wire against the needle and tried to pull the wire out, causing the swg to sever leaving part of the wire inside the patient. The surgeon indicated that he was not going to remove the piece of wire at this stage due to the current condition of the patient. At this stage the piece of wire has not been removed due to patient condition. The wire coil is approximately 2cm and is partly in the vein and partly in the tissue outside vessel. The surgeon was called and he confirmed that the piece of wire is well embedded in tissue and he will only consider removal once patient condition improves. A new kit was opened and used without issue to complete the procedure. Note: the patient has renal failure and is in the ICU on a ventilator. Further manipulation at this stage is not being considered.

Manufacturer narrative:
(B)(4). Sample will not be returned.